Event description:
It was reported that while in the operating room, the pump alarmed ¿system error 5¿ and as a result, the perfusionist swapped to another pump with success. There was no reported pt death or injury. There was no report of a delay or interruption in intra-aortic balloon pump (iabp) therapy. There were no reported pt complications. Medical / surgical intervention was not required. The pt outcome is listed as okay. It is noted that according to the iabp manual a system error 5 does not exist.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.